Event description:
Doctor indicated that implant could not be screwed in anymore when taking impressions. Patient was rescheduled for new implant placement. (Possible lack of primary stability or non-integration).

Event description:
Doctor indicated that implant could not be screwed in anymore when taking impressions. Patient was rescheduled for new implant placement. (Possible lack of primary stability or non-integration)